Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a safety feature and assisted them in loading the cartridge and resuming insulin. The caller acknowledged and understood the information provided.